Event description:
It was reported that the patient expired. The cause of death was not reported. The patient's diagnoses included a history of intractable low back pain secondary to prostate cancer, and chest pain secondary to metastatic melanoma. The report indicated that the death was unrelated to the implanted system. The pump was used to deliver morphine 15mg/ml at a dose per day of 5.246mg. The pump also contained bupivicaine 40mg/ml, baclofen 200mcg/ml, and droperidol 250mcg/ml. The daily infusion rate was 0.3497ml.